Manufacturer narrative:
Implanted date was unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient previously implanted with reported product. It was reported that, the screw was fractured. Fractured screw seen in post-operative imaging. The details about patient symptoms or complications and additional treatment or surgery were asked but, unknown. There were no further complications reported regarding the event.